Event description:
Caller reported receiving an alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through steps to address the occlusion by disconnecting tubing and adjusting the t:lock to deliver boluses, but the occlusion alarm persisted. The blockage was identified in the cartridge, and ultimately customer changed supplies as necessary and resumed insulin therapy without further incident.